Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: shrinking and 'fizzures'.

Event description:
Patient reported left shrinking and 'fizzures' confirmed via ultrasound. Device remains implanted. Healthcare professional reported 'benign calcifications'.